Event description:
Customer reported that she has "high" bgs (>500 mg/dl) and there's "a lot of blood in the cannula." Customer activated the pod on (B)(6) 2011 and wore it for a total of three days. During this time, her bg history ranges from 305 mg/dl to "high" with the exception of 2 readings: 100 mg/dl and 201 mg/dl. The pod will be returned for eval.

Manufacturer narrative:
The returned pod was evaluated and found to have a stripped tilt nut due to a damaged lead screw. This is determined to cause insufficient or no insulin delivery and may therefore result in hyperglycemia as reported in this case. Product qualification records were evaluated and found to have met all acceptance criteria. "If you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod." To treat hyperglycemia, the user guide instructs that users check blood glucose levels frequently and to not over-treat the condition which would cause levels to drop too far. If ketones are present, users should contact their hcp. If there are no ketones, then users should take a correction bolus as prescribed. Blood glucose should be checked again in 2 hrs. If blood glucose levels have not decreased, a second bolus using a sterile syringe should be administered. If blood glucose remains high after another 2 hrs (a total of 4 hrs), then replace the pod with a new vial of insulin. A hcp should be contacted for guidance. Insulet has initiated an internal investigation to determine the cause of damaged lead screws. The investigation is ongoing as of the date of this report.